Event description:
Pt received an xlif at l3-l4/l4-l5 in 2007 using the lateral plate spinal fixation system on both levels. Pt reported pain nine days later and x-rays identified that a corneal fracture had developed at l4. The pt was revised four days later using a posterior fixation system to stabilize the vertebral body.

Manufacturer narrative:
The relationship between the device and the reported event is not known at this time. The device was not removed and no additional evaluation was possible. There is no allegation of device failure. Nuvasive is currently investigating whether pt physiology or an element of the surgical procedure may have contributed to the event. Product labeling states that "potential risks identified with the use of this device system, which may require additional surgery, include: fracture of the vertebra, neurological injury, and vascular or visceral injury." In the event that additional info becomes available, a supplemental report will be filed.